Event description:
New information received notes the patient presented in clinic on (B)(6) 2024 and programming changes to the morphology template were made. The patient's last transmission (B)(6) 2024 since the change revealed no issues. The patient was stable.

Event description:
It was reported that the clinician called in to report a transmission dated on (B)(6) 2024 that indicated inappropriate anti tachycardia pacing (atp) therapy was delivered. Programming changes to re-assess the morphology template as this was what pointed to ventricular tachycardia as well as considering additional future discriminators to assist in future diagnoses was made.